Manufacturer narrative:
Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code known inherent risk of device will be used.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the implantable pulse generator (ipg) had reached end of life. The patient underwent a procedure wherein the ipg and leads were replaced and that the patient was doing well with good coverage postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the implantable pulse generator (ipg) had reached end of life. The patient underwent a procedure wherein the ipg and leads were replaced and that the patient was doing well with good coverage postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2208500. Model: sc-2208-50. Serial: (B)(6). Batch: 179502. UDI: this product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Product family: scs-linear leads. Upn: m365sc2208500. Model: sc-2208-50. Serial: (B)(6) batch: 179025. UDI: this product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed.